Event description:
The pt reported he has a small air bubble in his insulin infusion device cartridge that he can't expel with priming. He stated he does not notice the air bubble until the cartridge is inserted into the cartridge compartment. The pt said he uses room temperature insulin to fill his cartridges. The proper procedure for filling cartridges was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.